Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on unk date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR # 1225714-2013-02507.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02507 and 1225714-2013-02508. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced a sudden cardiac event, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.